Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, loose stool, loss of appetite and fever. It was reported the patient was hospitalized due to the event and was discharged on an unknown date. The patient was treated with amikacin injection (100mg, once daily, intraperitoneal, discontinued), cefazolin injection (1g, once daily, intraperitoneal, discontinued), heparin injection (1000iu, once daily, intraperitoneal, discontinued), tab. Fluconazole (150mg, every 48 hours, oral, ongoing) and cefoperazone + sulbactam injection (1g, once daily, intraperitoneal, ongoing) for bacterial peritonitis. At the time of this report, the patient was recovering from the peritonitis. It was reported that the patient recovered from abdominal pain, loose stool, loss of appetitied, and fever. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1 and b7. Should additional relevant information become available, a supplemental report will be submitted.